Event description:
It was reported that the burr became stuck with the rotawire. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 1.50mm rotalink burr and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. Both devices were removed normally and the procedure was completed with another of same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to numerous kinks in the rotawire. In order to determine the functionality of the rotalink burr catheter, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the device with no resistance or issues. The returned rotawire was able to be removed with resistance but was not able to be reinserted due to numerous kinks in the rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the rotawire. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 1.50mm rotalink burr and a 330cm rotawire and wireclip torquer were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. Both devices were removed normally and the procedure was completed with another of same device. No complications reported and patient was stable post procedure.